Manufacturer narrative:
(B)(4). The customer reported that the battery will not hold a charge. There was no report of pt involvement. This complaint is still being investigated. A follow- up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery will not hold a charge. There was no report of pt involvement.